Manufacturer narrative:
The device(s) was not received for investigation at stryker endoscopy because it was repaired locally in poland; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report indicates: replacement of the board which controls the display operation. The reported event involving this failure and device could have been caused by: display controller (board which controls the display operation). The product was not returned for investigation at stryker endoscopy therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the customer informed that the pump stopped operating during surgery. There was a delay to surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the customer informed that the pump stopped operating during surgery. There was a delay to surgery.